Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left coronary artery diagonal branch. A 2.25x20mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the tip of the stent struts were lifted up after several attempts. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.